Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that he was trying to call and could not see when he was about to eat. He attempted to deliver 10 units of insulin via insulin pump. He reported that the infusion set tubing became stuck between his belt and pants, removed the infusion set from his body, and found that he was bleeding a lot at the insertion site. The customer's blood glucose was 77 mg/dl. He stated that he had a scar and bump at the insertion site and considered the blood at site to be an occurrence of serious injury. He noted that removing the infusion set while seated may have led to the bleeding at the site. He declined troubleshooting assistance for the matter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.